Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the customer reported complaint was unable to be confirmed. Performed delivery accuracy test three times per. The first test was at 19.6ml, second test 19.6ml and final test is 19.4ml. All testing was within the specified passing range. No problem was found with delivery accuracy. Calibrated downstream occlusion (dso) sensor and updated software. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump under infused and was out of calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.